Event description:
It was reported that during a pci procedure, catheter removal difficulties were encountered. The 99% stenosed lesion was located in the mid right coronary artery (rca). The physician had successfully engaged the mach1 guide catheter in the rca. During advancement of another MFR's guide wire, the guide wire exited out from the side hole of the guide catheter and became stuck. The entire system was removed without incident. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "good".

Manufacturer narrative:
.